Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record was performed and no non-conformances were found associated with the reported lot. The reported cardiac perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on this information, the reported perforation was due to procedural conditions. The reported hospitalization and unexpected medical intervention were a result of case specific circumstances as the patient was hospitalized and a closure device was used to close the shunt. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect. Patient ID: (B)(6). It was reported three clips were implanted on (B)(6) 2021. On (B)(6) 2021, transesophageal echocardiography showed a remaining small residual atrial septal defect, measuring 0.6cm consistent with trans-septal access for mitraclip with left to shunt. A closure device was implanted. The adverse event is related to the index procedure and to the study device. No additional information was provided.